Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The adjustable pressure limit valve was replaced.

Event description:
This report summarizes <noe> 1 <noe> malfunction event. A review of the event indicated that model 1006-9305-000 anesthesia gas machine had a stuck adjustable pressure limit valve resulting in elevated sustained pressure in the patient circuit. The report was received from a single source. The reported event did involve a patient. No patient information was available.